Event description:
Patient brought in own depo shot in vial. I drew up the depo shot using our retractable 25gx1 needle. I went in to give the patient the depo shot in the left gluteus and as I was pushing the solution in, the retractable needle malfunctioned. The medication was still present in the retractable needle. I went to my nurse lead and my nurse lead had me put the needle with the solution in a biohazard bag. My nurse lead also sent a complaint to retractable technologies about the faulty syringe. My nurse lead had me take the depo vial from office supply and administer it to patient using a 23gx1. Injection successful.